Event description:
It was reported that a secondary medication set leaked. The reporter stated that the set broke and leaked on the floor. The set contained an unknown cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.